Event description:
Additional information was received that the device was reprogrammed, but additional episodes of under-sensing were observed. No additional intervention has been performed.

Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.